Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt that was returned for investigation of a non-reportable patient death, a reportable malfunction was found. Electrode belt sn (B)(4) failed incoming functional testing. There is no indication that this malfunction caused or contributed to the patient's death as the patient was not wearing the lifevest at the time of passing.